Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder with the jaw closed was inserted through the cannula port and the silicone jaw boot cover was peeled off. Device was not used in the patient. A replacement device was used to complete the case. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).